Event description:
It was reported that the patient presented for a generator exchange with discomfort of at the pocket site. The pocket was revised and the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned and analyzed in the lab. The device was below elective replacement indicator (eri) when received. Longevity was calculated based on the data usage, and the battery depletion was normal. The device was tested in the laboratory; functional testing was found to be normal. No anomaly was detected.